Manufacturer narrative:
(B)(4). Date sent: 4/15/2026. D4: batch #unk. Investigation summary: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a sheet containing descriptive information about the event. The second photo shows the jaws of a 35 mm device with a loaded cartridge, inside the body cavity. A blue foreign matter, which appears to originate from a blue cartridge, is also visible. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a left vats segmentectomy, the operating team had used 3 x blue reloads of the echelon 45 and when they were using the pvs35 for the next firing, the nurse looked at the screen and noticed there was a piece of blue plastic inside the chest cavity that was in the staple line of the lung tissue. They have kept the device plus the 3 blue reloads, they couldn't see any of the cartridge missing on inspection. The plastic was removed easily and no harm or adverse effect to the patient was reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 3/31/2026 d4: batch #unk the photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech45s, with lot/batch number a97j04, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.